Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during therapy, heparin could be seen leaking from the syringe line connection of a prismaflex hf1000 set. The customer stated that they had changed the syringe and tightened the connection; however, the connection continued to leak. The customer inspected the green one-way valve and found that it was cracked at the end at the connection to the syringe. The customer removed the one-way valve and the leaking subsided. There was no patient injury or medical intervention associated with this event. No additional information is available.